Event description:
Clinical adverse event received for arthrofibrosis. Event is not serious and is considered mild. Event is not related to device and is definitely related to procedure. Original implant date (B)(6) 2015. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).